Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. Lead damage was suspected but no diagnostic imaging was performed to confirm lead damage. The noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer related reference number: 2017865-2022-07289, 2017865-2022-07287, 2017865-2022-07286.

Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. The noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. During revision, lead damage due to subclavian crush was confirmed. The high voltage rv lead remains implanted. The patient was stable and will continue to be monitored. There were no adverse consequences.